Event description:
It was reported that the right ventricular (rv) lead warning had triggered. There was rv lead insulation failure with loss of capture, unipolar impedance was higher than bipolar, impedance decreased and threshold increased. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.